Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high impedances, and the patient complained of being shocked, though no therapies were observed. The lead was capped and replaced. It was further reported that the atrial lead exhibited oversensing, and the patient received an inappropriate shock. The leads were reprogrammed, and remain in use. No further patient complications have been reported as a result of this event.